Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "burst during a breast exam", "ankylosing spondylitis", "positive autoimmune blood test (hla-b27) positive test results", and "left eye seeing floaters and for a while could only see black and white". Device has been explanted.